Event description:
It was reported that difficulty removing a balloon from stent occurred. A 3.50 x 20 synergy drug eluting stent was advanced to the target lesion and successfully deployed, but difficulty removing the balloon from the stent occurred. It was noted that it was an issue with retrieval of the balloon, and it required force to get the device out. The device was successfully removed in one piece, and the procedure was complete. No patient complications resulted in relation to this event. It was further reported that the 80% stenosed target lesion was located in the severely calcified and mildly tortuous proximal left anterior descending artery (lad). It was noted that post procedure, the patient needed a stent placed in the left main as well due to a dissection noted. The dissection was noted to have occurred after the stent balloon catheter was removed, and the dissection was noted to have occurred in the proximal left main artery. It was indicated that it was not clear what caused the dissection, but it was likely related to the stent balloon catheter. Another stent device was advanced to cover the dissection. It was noted that all went well. The procedure was completed and that the patient status was noted to be well. It was further reported that the target lesion was not located at a bifurcation or acute bend. There was no resistance encountered during inflation. Fifteen seconds were waited for balloon deflation before pulling back the device. A 6f sized guide catheter was used during the procedure. Ultravist contrast media was used with a 50/50 saline ratio. Deflation of the balloon was confirmed under fluoroscopy.

Manufacturer narrative:
Device evaluated by MFR: a 3.50 x 20 synergy stent delivery system was returned for analysis without the stent, as it was deployed successfully at the lesion site. The balloon cones were reviewed, and signs of positive pressure were noted as its wings were relaxed. The distal balloon cone was noted to be bunched distally. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found a kink measured at 4mm distal to strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found damaged on the inner shaft polymer extrusion measured at 7 mm proximal to the distal tip. The device was loaded successfully onto 0.0140 test guidewire. An inflation attempt was made using an encore inflation device and the balloon inflated with no issues to its rated burst pressure of 16 atm. Pressure was maintained and deflated within 10 seconds. There was no damage to the balloon.

Event description:
It was reported that difficulty removing a balloon from stent occurred. A 3.50 x 20 synergy drug eluting stent was advanced to the target lesion and successfully deployed, but difficulty removing the balloon from the stent occurred. It was noted that it was an issue with retrieval of the balloon, and it required force to get the device out. The device was successfully removed in one piece, and the procedure was complete. No patient complications resulted in relation to this event.

Event description:
It was reported that difficulty removing a balloon from stent occurred. A 3.50 x 20 synergy drug eluting stent was advanced to the target lesion and successfully deployed, but difficulty removing the balloon from the stent occurred. It was noted that it was an issue with retrieval of the balloon, and it required force to get the device out. The device was successfully removed in one piece, and the procedure was complete. No patient complications resulted in relation to this event. It was further reported that the 80% stenosed target lesion was located in the severely calcified and mildly tortuous proximal left anterior descending artery (lad). It was noted that post procedure, the patient needed a stent placed in the left main as well due to a dissection noted. The dissection was noted to have occurred after the stent balloon catheter was removed, and the dissection was noted to have occurred in the proximal left main artery. It was indicated that it was not clear what caused the dissection, but it was likely related to the stent balloon catheter. Another stent device was advanced to cover the dissection. It was noted that all went well. The procedure was completed and that the patient status was noted to be well.